Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a mcp-100-30d-ww mcp sz. 30 distal ww stem broke while implanted and a revision surgery was required to replace the product. Additional information was received indicating that the patient is doing fine.

Manufacturer narrative:
DHR - the manufacturing records were reviewed for the finished good lot number and all subsequent sub-processes. The assessment did not identify any deviations or nonconformances that would have contributed or caused the device failure. At this time the device has not been returned for assessment. Based upon the images provided, it is unclear how/when the fracture occurred; however, the fracture appearance is consistent with a rapid brittle, bending fracture. It is unclear what action the patient was performing when the patient felt the intense sudden pain; however, this is a possible causal event to the rapid fracture. The root cause is unknown; however, patient trauma or injury is a potential root cause.